Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited shock impedance measurements out of range. Additionally, noise oversensing was noted. Technical services (ts) was consulted and provided reprograming options. This crt-d and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited shock impedance measurements out of range. Additionally, noise oversensing was noted. Technical services (ts) was consulted and provided reprograming options. This crt-d and rv lead remain in service. No adverse patient effects were reported.additional information was received stating this crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.